Event description:
The customer stated his blood glucose readings had been higher than usual. He tested and received readings in the 200-300 mg/dl using his contour ts meter. His glucose was retested using another meter and the reading was 140 mg/dl. If the costumer's meter read 273-300 mg/dl, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.